Manufacturer narrative:
The manufacturer previously received information related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging that an end user developed a device fell off the side of the table and got water inside while using. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer became aware of an allegation that an end user developed a device fell off the side of the table and got water inside while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Section h6 is updated in this report .